Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device sample indicates the extension line leaked during use. The hole was observed to be in the extension line body rather than the catheter body.

Event description:
The customer reports that a small hole was noted on the external segment of the PICC line. The catheter was clamped at the point between the patient and the hole and the external segment was covered by a tegaderm dressing. A new IV was started to keep the patient's meds on time. An over the wire exchange was performed by vascular access register nurse without incident. No patient injury.

Manufacturer narrative:
(B)(4). The customer returned a single lumen PICC catheter for evaluation. The catheter showed evidence of use and the catheter was returned with an injection port attached to the extension line. Visual examination of the catheter with the naked eye did not reveal any defects or anomalies. Residual adhesive material was observed on the center of the extension line body. Functional testing identified a leak in the extension line body adjacent to the adhesive residue. Microscopic examination revealed a slice/cut in the location of the leak identified in functional testing. The cut/slice was horizontal across the body of the extension line body and smooth in appearance. The appearance of the cut was consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The distal end of the catheter had been cut off prior to returning. The cut/slice in the extension line body was located 13.5 mm from the distal luer hub. The extension line body inner and outer diameter were measured and were found to be within specification. The length of the extension line was also within specification. The catheter body length measured 7.13"; therefore, approximately 13.69" was cut off based on the length specification of 20.6875"-20.9375" per catheter product drawing. The catheter was functionally leak tested by occluding the distal end of the catheter and injecting water into the extension line hubs using a lab inventory 10ml syringe. Water was observed leaking from the center of the extension line body when the extension line was pressurized. A device history record review was performed on the catheter including the distal extension line and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product cautions the user to not use scissors to remove dressing to reduce risk of cutting catheter. The leak in the catheter was in the location of residual adhesive material on the extension line body and the customer reported there was tegaderm dressing on this area. The IFU also cautions the user "do not exert excessive force while removing the catheter; to minimize the risk of catheter breakage." The customer report of the extension line leaking in use was confirmed through visual/functional inspection of the returned sample. Functional leak testing of the catheter revealed a small cut in the extension line body. The appearance of the cut was smooth and consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc). A device history record review for the catheter did not reveal any manufacturing related issues. Based on the condition of the returned sample and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that a small hole was noted on the external segment of the PICC line. The catheter was clamped at the point between the patient and the hole and the external segment was covered by a tegaderm dressing. A new IV was started to keep the patient's meds on time. An over the wire exchange was performed by vascular access rn without incident. No patient injury.